Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a recurring auto off alarm. Blood glucose level at the time of the incident was not provided. The customer also reported receiving a failed battery test after removing and replacing the battery. The customer stated that she would call back. The insulin pump was not replaced or returned for analysis.